Event description:
Implantable cardiac monitor was inserted on (B)(6) 2024. Routine remote monitoring performed on (B)(6) 2024 notable for "alert for: battery at end of life". The patient was contacted. She underwent removal of the implantable cardiac monitor on (B)(6) 2024 and the device was returned to the manufacturer by the manufacturer's representative. A new implantable cardiac monitor was placed.